Event description:
Lap cholecystectomy - "piece of metal clip cartridge fell inside of pt during a case."

Manufacturer narrative:
No product is being returned for eval but lot# is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.